Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, noise oversensing was detected on the right ventricular lead. The lead was explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found the complete lead was returned in one piece. Final analysis found that the insulation was abraded at 9.1cm to 9.2cm and 13.3cm to 13.6 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.